Event description:
Procedure type: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
(B)(4).